Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece was stalling during use; it was very hot and there was a metallic smell. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that the handpiece was stalling and there was error code 15 on console. Upon further inspection, found out that the housing and motor cable assembly were heavily corroded. The pre-repair temperature test could not be performed because the handpiece was stalling and could not be operated. The housing and motor cable assembly needs to be replaced. If information is provided in the future, a supplemental report will be issued.